Event description:
It was reported that an infusion set was deployed incorrectly because the user did not remove the adhesive backing on an inset infusion set, resulting in an unsuccessful insertion that required a site-only change assisted by support. No reported symptoms or adverse clinical effects. Outcomes included successful resolution after education and troubleshooting, with no alerts or alarms and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting education focused on proper infusion set deployment. Investigation of this case revealed user error during set insertion, with no evidence of device malfunction and the infusion set component implicated. It was concluded, based on previously established findings for similar reports, that the cause was use error related to improper insertion technique.